Event description:
The pump was returned for investigation. Investigation revealed a misaligned force sensor circuit on the printed circuit board. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on 01/14/2013 with the following findings: review of the black box revealed loss of prime warnings recorded between (B)(4) 2012. The pump was exercised for 24 hours with no loss of prime or prime-related warnings occurring. On testing, multiple load steps were performed without failure or loss of prime. The force sensor was tested and found to be properly calibrated. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printed circuit board.